Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: g9010000252 / lot: unk (x3) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. These parts are not approved for use in the united states; however, the catalog #s 853-012, 853-467, and 853-471 and 510k # k050082 of 'like devices' were cleared in the united states. (B)(4).

Event description:
It was reported that on (B)(6) 2016 patient underwent surgery. Post-op, on (B)(6) 2016, when patient visited for follow-up, exudate was observed from surgical site. As infection was suspected, cleaning of the site, removal of the implants and laminectomy were performed. Patient complications were reported unknown. The hospital considered that the infection is not related with intraoperative factors because the infection was after removal of stitches. Patient's date of discharge is uncertain because of wound cleaning due to infection and performing laminectomy. No product malfunction reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.